Event description:
It was reported that when using the bd pyxis¿ medbank tower, system checkbox was not visible after the pharmacy had approved the item. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the checkbox remained hidden even after the pharmacy approved the item. A technical support specialist (tss) remotely accessed the system and had the user log back into the application. After re-login, the checkbox became visible, and the user was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.